Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, two balloons were inserted into the vertebra and inflated to 250 psi and 2cc in each balloon. Both balloons ruptured during the procedure. The contrast liquid leaked into the vertebra. No patient complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that the ibt is received with the outer shaft bent. Presence of liquid in the balloon. During visual analysis no damage or defect was detected. During functional analysis, the ibt was inflated to the miv (maximum inflation volume) of 5cc with water without problem. No leak or loss of pressure detected on the information provided, functional and visual analysis, no problem detected on this ibt.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.